Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely low glucose (glu) results were obtained on five patient samples on a dimension vista 1500 instrument. The customer reported that quality controls (qcs) were within acceptable ranges on the day of the event. As per siemens instructions, the customer reviewed the result monitor on the dimension vista instrument and observed multiple errors. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: replaced sample 1 (s1) and sample 2 (s2) mixers and probes; performed alignments and ran a system check and service method tests (smt), resulting within acceptable ranges. The customer ran qcs, resulting acceptably. The cause of the discordant, falsely low glu results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on five patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.